Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery had a failure during testing of the device. There was no patient involvement.